Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5307557. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® k2edta plus tube (13x100,6ml) with a lavender bd hemogard¿ closures had blood leak from the bottom of the tube after blood collection and that breakage was found at the gate. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.